Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-may-16. The device was discarded so it will not be returned to the manufacture for analysis. This information was confirmed with the physician. No further complications were re ported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (con, rep): information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2017, the patient started experiencing discomfort . Their ins was replaced on (B)(6) 2017 and the ins pocket had been moved to a location where the patient now sits on it. It was also reported that the patient was not liking the stimulation setting, and the stimulation was sometimes uncomfortable and in their abdomen. The rep met with the patient on (B)(6) 2018 and performed reprogramming, which provided comfortable stimulation that was no longer in their abdomen. It was noted the doctor had asked about high density programming but it was reviewed that settings with a rate of 130 would be at the upper limit with the ins the patient had. It was discussed with the patient that pocket revision is a possibility as well as getting a rechargeable ins but the patient was not interested in doing those things at this time. It was unknown at the time of the report if the reported issues were resolved. The patient was going to try the new settings and would contact the rep if not resolved. No further complications were reported or anticipated. Additional information received from the rep on (B)(6) 2018 reported that the patient's first ins was replaced due to recharging issues (see related pe). The rep noted that the patient did not recall ever reporting any issues with abdominal stimulation. The patient underwent an ins replacement surgery on (B)(6) 2018 and got a rechargeable battery. No further complications were reported.